Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part: 04.511.925s. Lot: 8915743. Manufacturing site: (B)(4). Release to warehouse date: 14.apr.2014. Expiry date: 01.apr.2024. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The raw material certificate was reviewed and the used material was according to specification for implants for surgery. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: unknown locking screws (part# unknown, lot# unknown, quantity unknown) unknown plates (part# unknown, lot# unknown, quantity 3).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2018, maxillary osteogenesis surgery was performed fixing the upper jaw with four (4) matrix lock maxillary plate with positioning hole. On an unknown postoperative date, the patient felt a breaking noise while eating. The patient visited the hospital where is was discovered that a matrix lock maxillary plate installed at the left piriform was broken. There was no problem with the condition of the other three (3) plates. The removal surgery is scheduled to be performed but has no fixed date yet. Patient status is unknown. Concomitant devices: locking screws (part: unknown, lot: unknown, quantity: unknown). This report is for a matrix lock maxillary plate. This is report 1 of 1 for (B)(4).